Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued using the pump until the replacement pump arrived. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.